Manufacturer narrative:
The device with attached portion of catheter (approximately 11 1/2") was returned to the MFR (MFR.) And has been analyzed as follows: visual and microscopic examination of the device septum revealed normal usage with no internal damage. A slit was seen approximately 4 3/8" from the distal end of the 11 1/2" catheter. The distal end of the catheter appeared to be blocked with a brown material consistent with blood. The damage seen on the catheter appears to be consistent with "pinch-off sign." The device/catheter was patent when flushed with 5cc of sterile water. Leaks were noted at the damaged areao of this catheter segment. However, when the damaged area of the catheter was segregated and pressurized with air and fluid, no leaks were noted. The device/catheter was aspirated and functioned as intended. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and the results of the MFR.'s analysis of the device, the report that "the device catheter fractured" has been confirmed. Anatomically induced repetitive clavicular compression appears to have caused the damage found during the MFR.'s analysis of the device. No further details are available. The customer will be notified of the MFR.'s findings and forwarded an article exclusive to "pinch-off sign" for their review. The MFR. Is now closing the file on this event. Submitted to the FDA 4/17/1998.

Event description:
On 3/5/1998, the physician informed the manufacturer's (MFR.) Rep of the following: the device did not flush or aspirate properly. On 3/4/1998, an x-ray revealed that the device catheter had fractured and as a result, the device was explanted on 3/5/1998. The device catheter fractured approximately 11cm from the catheter tip. The physician also stated that the device had only been implanted for about a month and wanted to know if it would be replaced. A return material authorization number was issued and an explant kit sent to the physician for return of the device to the MFR. For analysis. No further details were provided at this time.